Manufacturer narrative:
The astral device was returned to resmed. The reported complaint was confirmed. The power supply unit was replaced to address the issue. The device was fully tested and serviced before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not charge its internal battery. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to device operating in high ambient temperatures. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).